Event description:
Reported as "the complaint was inability to restrict and get weights loss and they suspected an erosion, so they did the contrast test as part of an examine to r/o erosion. No erosion is obvious, but they found this incomplete inflation.

Manufacturer narrative:
Visual examination of the returned device determined the access port tubing connector to be a taper ii. Analysis of the device noted breakage of the band tubing located near the stainless steel connector (this is the portion of tubing located between the stainless steel connector and the band, not between the stainless steel connector and the port). The breakage does not appear to be related to the reported event and may have occurred during port removal and replacement or may have occurred during its return. The lab was unable to duplicate or confirm the reported event. There is no other info available at this time from the surgeon to determine the cause of the alleged event. Device labeling instructs surgeons to "inspect the inflatable portion of the band for uneven inflation or leaks prior to product placement. A possible cause of the event includes over inflation of the band with sterile saline. The exact cause of the event cannnot be determined. Inadequate weight loss is addressed in the labeling. Inamed does not guarantee that every pt will achieve desired weight loss.